Event description:
The patient was revised due to loosening and infection. It was discovered that the porocoat was completely peeling off of the cup and could not be cleaned out of the wound entirely.